Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, there was no water flow and the insert tips were getting hot; no injury resulted.

Manufacturer narrative:
Water line in hp cable filled with debris, clogging, causing no water at times. Water solenoid filled with debris. Water hose missing sleeves. Power driver board cracked in back at aux port, loose connection.